Event description:
It was reported that the system 9800 displayed a collimator error. The procedure was able to be completed without incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was discovered that a broken wire in the high voltage cable was the cause of the problem. The cable was repaired. The system was tested and found to be working as intended and placed back into service.